Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. The device is used for treatment purposes.

Event description:
Db05 - display board- segment dim. It was reported the display board is being replaced.